Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-49253. It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. X-rays showed that the s2 lead had migrated. Surgical intervention was undertaken on (B)(6) 2020, wherein the s2 lead was repositioned and a new lead added. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.